Event description:
The device reportedly displayed a connect electrodes message when the device was connected to the pt. A back up device was obtained and treatment was continued. The pt was resuscitated and transported to the local hospital.